Event description:
It was reported that the locking bolt did not engage threads. +20 locking bolt was then used.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding seating/locking issues involving a restoration modular bolt was reported. The event was confirmed. Device evaluation and results: the device was returned in used condition. There is damage to the leading threads of the locking bolt, consistent with cross-threading of the bolt during initial insertion. Mar was performed and concluded: "damage was observed on the lead threads of the returned bolts consistent with cross threading. Eds analysis showed the two bolts to be made of a ti-al-v alloy consistent with the astm f136 alloy. No material or manufacturing defects were observed on any of the components examined." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a material analysis was completed and no material or manufacturing defects were observed. Additional ¿restoration modular locking bolt¿ cat# unknown, lot # caxp394 was received with the returned devices. Locking bold is not a salable item and it¿s being sold as a part of a restoration modular hip system cone body/bold stem. At this time it cannot be determined if this additional bold was involved or contributed to the reported event.

Event description:
It was reported that the locking bolt did not engage threads. A +20 locking bolt was then used.